Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluation the device in question. The evaluation confirmed the "upstream occlusion!" Alarm, caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's device evaluation, the device was found to display an "upstream occlusion!" Message when no occlusion was present. There was no patient involvement.